Event description:
Per the report received from new zealand this 63-year-old patient with a 11500a25 valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and three (3) months due to deterioration leading to severe stenosis (avmax of 4.2m/s, mean gradient 45mmhg, valve area 0.7 cm2). Around one (1) year before valve-in-valve procedure there was evidence of structural valve deterioration in with gradients climbing up to 20,25 and 30mmhg, as reported this likely represented halt. The patient was admitted with syncope, shortness of breath, fatigue, and occasional episodes of chest pain. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. Gradient dropped around 6mmhg post tavi viv.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(B)(6) 2019". Therefore, (B)(6)2019 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative/data: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is patient factors, including dyslipidemia and type 2 diabetes mellitus.

Event description:
Per the report received from new zealand, a 63-y-o patient with a 11500a25 valve implanted in aortic position underwent a valve-in-valve (viv) procedure after an implant duration of five (5) years and four (4) months due to deterioration leading to severe stenosis. Around one (1) year before viv procedure there was evidence of structural valve deterioration with gradients climbing up to 20, 25, 30mmhg, as reported this likely represented hypoattenuated leaflet thickening (halt). The patient was admitted with syncope, shortness of breath, fatigue, and occasional episodes of chest pain. A 26mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device. Gradient dropped around 6mmhg post tavi viv. The patient was noted as to be discharged home in stable condition.